Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio advised the customer that their device is no longer under warranty and is not field repairable. Physio recommended that the customer remove the device from service and a replacement device be obtained. The cause of the reported issue could not be conclusively determined.

Event description:
A physio-control service representative was evaluating the customer¿s device prior to performing a technical service update on the device and observed that the device intermittently would not power on. In addition the device would deplete a fully charged battery. As a result, defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.